Event description:
It was reported that a cleo 90 infusion set cannula had detached from a customer's skin while adhesive was attached to the skin. The cannula laid on top of the skin and insulin was pooling at the site. The event affected blood sugar levels and elevated it to 600+ mg/dl with ketones. Customer lower blood sugar levels to normal range via manual injection and boluses with t: slim. No injury reported.